Manufacturer narrative:
Returned device was received in bad physical condition. The device had an on/off button missing, gas supply alarm damaged, and a crack near the battery compartment. During the evaluation of the device, it was noted that the device was not cycling at all. The customer's complaint was able to be verified. The fault was determined to be a faulty demand detector block. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pneupac ventilator is not cycling.